Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had cosmetic damage. The system controller was exchanged. Log files could not be provided. The system controller was disposed of. The serial number was unknown.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section e4 - initial reporter also sent the report to FDA: corrected. Manufacturer's investigation conclusion: the reported event of cosmetic damage on the system controller was confirmed via the submitted photo. The system controller was not returned for analysis. The provided information stated that the controller had cosmetic damage and was consequently exchanged. There were no alarms associated with the event. The submitted photo showed a bunched and damaged outer jacket of the black power cable. It is unknown how this damage occurred. Additional information stated that the serial number of the controller is unknown, there are no log files available, and the product was disposed of. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.